Manufacturer narrative:
One device was returned for analysis. Visual inspection found contamination to the downstream and upstream occlusion sensor seals. A review of the event history log (ehl) showed a high-pressure alarm. Functional and visual tests were performed and the reported issue was duplicated. The probable cause of the reported issue was due to the contamination with the downstream sensor. As a result, the downstream occlusion sensor was replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the pump exhibited a double beep. During physical inspection, it was found that the downstream and upstream occlusion sensor seals were contaminated. There was no patient involvement, no patient injury was reported.